Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Service repair evaluation and failure analysis comment: the carefusion service group received the suspect user interface module (uim) for investigation and repair. The service group performed power cycle on routines in the user mode, uim functionality testing, and the touch screen calibration which the device passed. The reported issue could not be duplicated no failure component was identified therefore no failure analysis investigation will be performed . At this time, carefusion will internally investigate the situation.

Event description:
The customer reported the screen on this avea ventilator is unresponsive to touch commands. The customer stated that this unit was not on a patient.